Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high pacing impedance measurements greater than 2,000 ohms. The high impedances were also confirmed with the pacing system analyzer (psa). There was no physical damage noted under fluoroscopy. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted due to a downgrade to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.